Event description:
It was reported to philips that the system would not startup. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions confirmed that the issues with software. The fse reloaded the software to the suite pc and restored software back-ups. After that the system was returned to use in good working order. The codes were updated based on the investigation outcomes.